Event description:
Hcp reported the patient had an infected catheter. The patient was changed over to oral baclofen over a period of 5 days and experienced no withdrawal symptoms. The catheter was removed and the pump was left in place. Both were cultured and only the distal end of the catheter was positive for infection. The patient is spastic, but will need to wait 3 months before the catheter can be replaced. A follow up report will be sent when additional information is received.